Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a bolus not delivering on the insulin pump. The customer's blood glucose level was 414 mg/dl. The customer treated herself by taking a meal. The trouble shooting was performed. The customer stated that they wanted to log a complaint because it is time consuming and they will take it up with the hospital. No further information was reported.